Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It confirmed that the device was shipped in accordance with its specifications. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the surgical scope had sunspot generation on the image. The issue was found during the diagnostic procedure. There were no reports of patient harm as a result of this event.

Event description:
It was reported that the surgical scope had sunspot generation on the image. The issue was found during the diagnostic procedure. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.